Manufacturer narrative:
This device has been received for analysis. A supplemental report will be submitted when the investigation is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting early batter depletion behavior. The battery longevity had decreased by three years, within one years time. A copy of device memory was saved and submitted to boston scientific technical services (ts). Engineering review of disk analysis confirmed that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse effects to the patient were reported. This device has been received for analysis. The investigation is currently in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the device was exhibiting early batter depletion behavior. The battery longevity had decreased by three years, within one years time. A copy of device memory was saved and submitted to boston scientific technical services (ts). Engineering review of disk analysis confirmed that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. The device currently remains implanted. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that the pg was exhibiting premature battery depletion. The battery longevity had decreased within one years time from showing 5.5 years remaining, and had dropped to 2.5 years remaining. Data was sent to technical services to review the disk analysis, and confirmed that there was an increase in power consumption. Therefore, device replacement was recommended because of this anomaly. The device currently remains implanted. No adverse effects to the patient were reported.